Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records. Analysis was normal. No anomaly found.

Event description:
It was reported the system was explanted due to infection.